Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an oxygen malfunction. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and it was reported that the issue involved a faulty data acquistion (da) board. The km reported that additional details were requested from the customer; however, the customer did not specify what issue was being observed. The km reported that the customer is waiting to repair the device. An additional follow up was performed with the km, and the responder reported that the da board was not replaced. The km reported that the issue involved the dirty oxygen sensor; the hospital cleaned the device and reported that the issue was resolved. The device was returned to service.